Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team after receiving a complaint about the heartstart mrx, indicating that it occasionally stops recognizing the power supply. There was reportedly no patient involvement. The complaint was escalated for technical investigation, revealing intermittent recognition issues with the external power supply that caused a 'power supply disconnected' message to display; however, it was determined remotely that there were no errors in the battery when the functional test passed without finding any issues. The remote service engineer (rse) assisted in ordering spare parts for the out-of-support device, and no onsite troubleshooting was conducted due to the device having reached its end-of-life (eol).